Event description:
It was reported that during the procedure, the omnilink stent delivery system crossed the lesion in the common iliac (contrary to IFU) with no problem and the stent was positioned; however, when the stent was pulled back for better placement, the stent dislodged. The stent delivery system was removed and the stent was retrieved with a snare device. Another omnilink was implanted without any problems. No pt effects were reported.